Manufacturer narrative:
Batch review performed on 25-08-2025. Lot 186910: (B)(4) items manufactured and released on 29-10-2018 expiration date: 2023-10-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 6 years and 7 months from primary, the patient came in reporting pain due to a loose femoral component and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was complete successfully.